Manufacturer narrative:
Analysis of the 8780 catheter revealed significant twisting of the catheter body that may have affected infusion.

Event description:
It was reported that following implant 4 months prior to the report the patient began to complain of increasing pain. The healthcare provider (hcp) attempted a dye test but could not push any dye through the catheter and assumed the catheter was kinked. A revision as performed on 2013-(B)(6) and upon opening the pump pocket and removing the pump the catheter was observed to have been ¿wound up plated¿. The hcp disconnected the catheter from the pump and unwound the catheter at which time cerebrospinal fluid (csf) began to flow. The hcp decided to replace the pump section of the catheter as the old catheter appeared bent and twisted and the hcp thought the catheter may leak in the future. The hcp also observed that the pump had not been sutured down in the pump pocket which allowed movement of the pump and possibly caused the twisting of the catheter. Patient status at the time of the report was fully recovered. The medication delivered by the device system was not provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8780, implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.